Manufacturer narrative:
It was reported that during a heel spur procedure, the surgical blade broke and fell the broken piece fell into the surgical wound. At the time of the incident, the surgical blade was reportedly being used to "cut tissue deep in the wound." The broken surgical blade piece was retrieved from the surgical site via a hemostat and with assistance from a c-arm x-ray machine. No further incident was reported to the manufacturer. The patient reportedly received additional anesthesia to complete the procedure. No impact or adverse effect to the patient was reported to the manufacturer. A sample was returned to the manufacturer for evaluation and the reported surgical blade issue was confirmed. A definitive root cause could not be established. Due to the need for medical intervention, this medwatch is being filed. If additional relevant information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the surgical blade broke during use. The broken surgical blade piece fell into the surgical wound.